Event description:
It was reported that the system displayed an overload fault error message. This error is likely to cause the system to shut down requiring a reboot to attempt regain functionality. There is no report of injury or death associated with described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.